Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted 13.2mm tmicl13.2 implantable collamer lens, -14.0/+4.0/093 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2020. The surgeon reports excessive vault and elevated iop, which responded to enhanced pis. Reportedly, the lens remains implanted.

Manufacturer narrative:
H3- device evaluation: lens was returned dry in a contact lens case. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
B5-updated info: unreactive (fixed) pupil and addition of new pi-yag also reported. On (B)(6) 2020, the lens was explanted. After explant the eye status is listed as deepened ac, good iop, pupil still sluggish at 5.5mm. The cause of the event is reported as device: sulcus diameter in vivo appears much smaller than the nomogram-recommended 13.2mm ticl. H6-clinical code 4581: [unreactive (fixed) pupil, deepened ac]. Claim# (B)(4).